Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Hardware low level failure alarm confirmed in the pump history and during self test due to broken trace. Insulin pump error alarm found in the pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert with other insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.